Event description:
During left heart catheterization, the true nc balloon got stuck after deflation and stent placement and could not be removed. Practitioner re-inflated and deflated trying to get the "wings" to shift so that the balloon could be removed. Pt coded during the attempted removal. Finally after pulling firmly, the balloon came out, but the tip remained in the pt, he was considered a poor surgical candidate for CT surgery at this time, and was admitted to ICU.